Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels with moderate ketones. Customer stated the bg meter read "high", and did not provide a bg value. Customer administered insulin injections to address elevated bg levels. The cause for the reported elevated bg levels is unknown. System check with tandem technical support was performed and the pump was functioning as intended. Recommendation was made to discuss diabetes management with customer's health care professional. Reportedly, customer's bg level stabilized to 200 mg/dl.